Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was in a stable condition.

Manufacturer narrative:
Recall number should have been included in the previous report.

Event description:
New information states that the device was explanted on (B)(6) 2019. The patient experienced bleeding at the incision site. However, the patient was in a stable condition thereafter.